Event description:
When removing the tegaderm dressing the nurse noted some leaking from the polyurethane to wing connection of catheter. When trying to infuse or flush nurse noticed bubbles from the same connection spot. Two similar occurrences took place with this product in this unit. In all cases there were no harmful or adverse effects. The patients needed to be reaccessed.

Manufacturer narrative:
There were two additional occurrences of similar causes of condition in this product. Please reference the following mdrs for additional information: MDR: 2245270-2014-00086, MDR: 2245270-2014-00087. Although the malfunctioning devices were not returned, the details of the complaint have been forwarded to the device manufacturer for complaint investigation. The results of this investigation are still pending, and will be communicated to FDA within 30 days of its conclusion.